Manufacturer narrative:
The implant was left in the patient and not returned for evaluation. The IFU that is supplied with this device states in the contraindications section "patient metal allergy or intolerance" that can result in possible adverse effects such as "irritation or inflammation of soft tissue surrounding the implant". The package labeling also states that this screw is "stainless steel" which contains nickel.

Event description:
After an ankle surgery in which pioneer surgical's canulated screw system was used, it is reported that the patient experienced swelling. Patient tested positive for nickel allergy and is being monitored.